Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implantable neurostimulator ( ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient didn¿t think the device was working and they felt zero sensory stimulation even when the device was turned up to 7.5a. It was noted that an impedance check was normal. The device was turned off for the doctor to objectively manage. No further information was known at the time of the report. No further complications were reported/anticipated.